Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted (B)(4).

Event description:
End user reports since (B)(6) has had an area of raw bleeding skin under portion of tape collar near umbilicus. End user furthers states that he has applied prescription nystatin powder to it in past but is not currently using it.